Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that patient had sustained a decrease of visual acuity on the left eye (os) after surgery. As a result, patient was scheduled for explant of the lens. Initial implant date was on (B)(6) 2018. The following visual acuity test results were provided: visual acuity pre-op: 20/25-1, visual acuity post-op: 20/80, visual acuity post-replacement: 20/25-1. Per follow-up information, there was no incision enlargement, suture or vitrectomy performed. Patient was doing well at the time of discharged and no prescription was given outside the normal post-operative treatment. Replacement lens was a symfony lens, a model zxr00 17.5 diopter. No further information was provided.